Manufacturer narrative:
The cause for the discordant negative advia centaur xp toxoplasma m result is unknown. Siemens is investigating. The instructions for use (IFU) under the interpretation of results section states the following: "the detection of toxoplasma igm in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity." The instructions for use (IFU) under the limitation section states the following: "patient specimens collected very early during the acute phase of infection may contain toxoplasma igm levels below the cutoff of the advia centaur toxo m assay. Additionally, diagnosis of a recent infection should not be made based on a single sampling because igm antibodies to t. Gondii may persist in serum many months after infection. The presence of igm antibodies to t. Gondii is not diagnostic for recent infection.

Event description:
A false negative advia centaur xp toxoplasma m (toxo m) result was obtained by the customer on a patient known to be pregnant. The patient was initially tested for toxoplasma m at an alternate laboratory and test method that resulted positive. Based on the alternate laboratory positive result, a new sample was drawn, tested on the advia centaur xp by this customer, and the toxoplasma m result was negative. A new sample was drawn and tested at second alternate laboratory, and the toxoplasma m result was positive. A new sample was drawn and tested at a third institution (hospital) which is an university lab, and the toxoplasma m result was positive. Based on the positive toxoplasma m result from the third institution (hospital) and university lab, "the baby was abolished". There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp toxoplasma m result.

Manufacturer narrative:
Siemens filed MDR 1219913-2018-00142 on (B)(6) 2018 for false negative advia centaur xp toxoplasma m (toxo m) patient result. 05/11/2018 - additional information: siemens has completed the incident investigation. The cause for the false negative advia centaur xp toxoplasma m (toxo m) patient result is unknown. A siemens customer service engineer (cse) had recently verified the system's performance, the sample was not repeated on the advia centaur xp, and there is no sample available for further evaluation. Pre-analytical factors and variables can affect the quality of the sample, and cannot be ruled out. Any deviation from recommended best practices can lead to erroneous results. A review of the complaints on 5/11/2018 found no other similar issues with toxo m reagent lot 080285. Based on the available information, the advia centaur xp toxoplasma m (toxo m), lot 080285 is performing as intended. No further evaluation of the device is required.